Event description:
It was reported that the patient wants to know if pain is connected with hip implant. Patient is reporting that the pain started three months after surgery. Patient states that she is scheduled to visit her surgeon in november.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.